Event description:
It was reported that a balloon rupture occurred. The 100% stenosed target lesion was located in the severely calcified lesion and moderately tortuous common and superior femoral artery. The 5.0 mm x 40 mm x 135 cm sterling balloon catheter was advance for dilatation of the lesion. However, during the first inflation, the balloon ruptured at 8 atmospheres. The procedure was completed with a 5 mm x 150 mm mustang balloon catheter. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by manufacturer: returned product consisted of a sterling balloon catheter with no original packaging or other devices. There was blood in the inflation lumen and guidewire lumen. The balloon was loosely folded. The shaft and balloon were microscopically examined and revealed a 2.1cm longitudinal tear from the proximal to the distal ends of the balloon. Microscopically examination presented no irregularities in the balloon material or the ro marker that could have contributed to the damage. Inspection of the remainder of the device presented no other damage or irregularities. There was no evidence of any material or manufacturing deficiencies contributing to the damage or reported event. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that a balloon rupture occurred. The 100% stenosed target lesion was located in the severely calcified lesion and moderately tortuous common and superior femoral artery. The 5.0mmx40mmx135cm sterling¿ balloon catheter was advance for dilatation of the lesion. However, during the first inflation, the balloon ruptured at 8 atmospheres. The procedure was completed with a 5mm x 150mm mustang balloon catheter. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at the time of event: 18 years or older. (B)(4).